Manufacturer narrative:
It was reported that a competitor¿s shell was revised due to loosening. The head does not interface with the patient¿s acetabulum. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that there was an acetabular revision. The shell was of competitor product. The accolade stem stayed in and the head was revised due to a loose cups.

Event description:
It was reported that there was an acetabular revision. The shell was of competitor product. The accolade stem stayed in and the head was revised due to a loose cups.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.